Manufacturer narrative:
(B)(4). H2: additional information. H6: method code - additional.

Event description:
Subsequent to the initial MDR, additional information was provided.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that hour glass no readings sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient¿s daughter stated the patient experienced a hypoglycemic event the day after the sensor was inserted. The patient lost consciousness, and emergency medical services (ems) was called by the patient¿s daughter. Unspecified treatment was provided, the patient was transported to the emergency department (ed) and released later that day. It was reported that during the time of the hypoglycemic event, the dexcom was displaying a sensor error. It was unknown if a bg was taken during the sensor error and the bg value obtained by ems. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.